Event description:
Information was received from a pt, with a medical history of osteoarthritis, seizures due to high body temperature and prior synvisc injections every six months (since 2000), who experienced left knee septic poisoning, left knee pain, left knee swollen, left knee stiff, increased body temperature, seizure, blood poisoning, high blood pressure, reaction to pic, weak. The pt began treatment with synvisc in 2005. The pt received two injections of synvisc into both knees eight days apart. Following second injection, approximately two to three hours, the left knee became swollen adn stiff, and they experienced a temperature of 101f and a seizure. The pt stated that they commonly had a seizure due to a high body temperature. They experienced a "great deal of pain". The nurse recommended ice and benadryl. The pt was examined by the physician the following day. The knee was scoped and the physician diagnosed "septic poisoning". The pt was hospitalized for five days. The pt noted that, "their white blood cell count went sky high and their organs started to shut down". The pt experienced high blood pressure and a reaction to the pic line while hospitalized. They received IV antibiotics. They were discharged three days later and continued taking keflex by mouth. The pt currently felt weak and was not working due to the "blood poisoning" and reaction to the shot. The left knee still was sore and puffy. The pt received synvisc injections in their right knee simultaneous with the left knee and did not experience a reaction in their right knee. The physician had not assessed the relationship of synvisc to the events. At the time of this report the pt's outcome was unknown.